Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of jan. 17, 2014 and jan. 24, 2014. A companion sample was received for evaluation. A visual inspection was performed and the presence of iodine was detected. The reported problem could not be verified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a minicap with a dry sponge. The patient stated that the sponge was brown and appeared to have had iodine on it at one time. However, the iodine appeared dry. This was found before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.